Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received "it was reported that the distal femoral jig is not sliding smoothly upon inspection. Wasn¿t noticed in surgery. Needs replacing." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachments "ipc-001709990 device photo ad 4 oct 2024" the device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of jammed/seized. Functionality issues cannot be evaluated through a photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.). Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported on (B)(6) 2024 that the distal femoral jig is not sliding smoothly upon inspection. The issue wasn¿t noticed in surgery.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the distal femoral jig is not sliding smoothly upon inspection. Wasn¿t noticed in surgery. Needs replacing¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that attune distal femoral jig exhibits an overall condition of heavy usage, consistent with normal and constant usage for a long period of time. Additionally, the locking trigger assembly was not returned for evaluation. Functional testing revealed that the outrigger assembly was not able to smoothly pass throughout the two (2) post of the main device; most likely due to the excessive wear. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.